Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that a trace effusion was present pre-procedure. A watchman double curve access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The physician obtained groin access and transeptal puncture (tsp) was performed using a brk mechanical needle. The was sheath was then introduced across the septum without incident. The physician first attempted to deploy the 27mm closure device into a posterior driven appendage that contained several pectinate and fairly shallow depth due to narrowing and lack of useable depth. The physician attempted seven (7) different deployments with the 27mm closure device and the was double curve sheath without success. The was double curve sheath was exchanged for a was single curve and the 27mm closure device was exchanged for a 24mm closure device. A total of four (4) various deployments were then attempted, with the final deployment being successful. The physician noted that it felt like significant forward pressure was applied in order to have the closure device sit deep enough to meet position requirements. A sweep was then completed, and the effusion did not appear larger than the pre-imaging. The following morning, the physician reported that the patient complained of chest pain and their blood pressure was low. The patient was taken to the cath lab and a pericardiocentesis was performed. A drain was kept in place, and the patient was taken back to the floor. That evening around 8:00 p.m. The patient's blood pressure dropped again. The patient was taken back to the cath lab for a second time. The drain was attempted to be replaced due to clotting issues and access had to be obtained again. This attempt to obtain access was unsuccessful, and the patient had to be taken to surgery. Once in surgery, a laceration in the right ventricular wall was found. The physician suspected that the pericardiocentesis access was the culprit. It was not clear whether this happened during the first attempt or the second attempt to obtain access for pericardiocentesis. The surgery was successful, and the patient was discharged on (B)(6) 2024 with no further complications.

Manufacturer narrative:
B5: updated. H6: patient code added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that a trace effusion was present pre-procedure. A watchman double curve access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The physician obtained groin access and transeptal puncture (tsp) was performed using a brk mechanical needle. The was sheath was then introduced across the septum without incident. The physician first attempted to deploy the 27mm closure device into a posterior driven appendage that contained several pectinate and fairly shallow depth due to narrowing and lack of useable depth. The physician attempted seven (7) different deployments with the 27mm closure device and the was double curve sheath without success. The was double curve sheath was exchanged for a was single curve and the 27mm closure device was exchanged for a 24mm closure device. A total of four (4) various deployments were then attempted, with the final deployment being successful. The physician noted that it felt like significant forward pressure was applied in order to have the closure device sit deep enough to meet position requirements. A sweep was then completed, and the effusion did not appear larger than the pre-imaging. The following morning, the physician reported that the patient complained of chest pain and their blood pressure was low. The patient was taken to the cath lab and a pericardiocentesis was performed. A drain was kept in place, and the patient was taken back to the floor. That evening around 8:00 p.m. The patient's blood pressure dropped again. The patient was taken back to the cath lab for a second time. The drain was attempted to be replaced due to clotting issues and access had to be obtained again. This attempt to obtain access was unsuccessful, and the patient had to be taken to surgery. Once in surgery, a laceration in the right ventricular wall was found. The physician suspected that the pericardiocentesis access was the culprit. It was not clear whether this happened during the first attempt or the second attempt to obtain access for pericardiocentesis. The surgery was successful, and the patient was discharged on (B)(6) 2024 with no further complications. It was further reported that cardiac tamponade occurred.